Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous anatomy and the steep aortic bifurcation and/or manipulation of the device resulted in the noted multiple stent sheath kinks and the noted multiple chatter marks sporadically on the entire length of the inner member; thus resulting in preventing the shaft lumens from moving freely resulting in the reported/noted thumbwheel physical resistance / sticking and the reported difficult or delayed activation. Manipulation of the device likely resulted in the noted bent jacket contributing to the reported difficulties. Reportedly, the 10x40 mm absolute pro self-expanding stent system (sess) was advanced to the lesion and upon deployment the thumbwheel was difficult to roll. The stent was implanted after both hands were forcefully used to deploy the stent. It should be noted the absolute pro vascular self-expanding stent system instructions for use states: should unusual resistance be felt at any time, including resistance unlocking the handle or thumbwheel rotation, during either lesion access or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment, or deployment in an unintended location. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: against resistance.

Event description:
It was reported that the procedure was to treat the left external iliac artery via right common femoral access. There was moderate tortuosity and a steep aortic bifurcation. The lesion was pre-dilated with a 6x40 armada 35 percutaneous transluminal angioplasty (pta) catheter. The 10x40 mm absolute pro self expanding stent system (sess) was advanced to the lesion and upon deployment the thumbwheel was difficult to roll. The stent was implanted after both hands were forcefully used to deploy the stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.